Event description:
Operative report states pt has developed excess scar tissue around the mammary implants causing pain and discomfort and since the pain is increasing and has not been relieved by usual analgesics, removal and replacement with a newer type of mammary implant will take place.